Event description:
The customer reported that the unit displayed a "read image error". It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). Testing of the returned unit was unable to reproduce the problem. The unit was not returned to the customer, as the customer decided to keep the loaner unit. MFR cross-reference #: (B)(4).